Event description:
It was reported that the device had a low estimated remaining longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and it was revealed that the depleted battery was caused by high leakage current internal to the tantalum c1 capacitor. Performance data collected from the device was analyzed, and revealed that the device's battery voltage was pre/approaching eri (elective replacement indicator).

Event description:
It was reported that the device had a low estimated remaining longevity. It was further reported that the analysis of the performance data collected on the device revealed that the device did not reach eri (elective replacement indicator) and there was no indication of a device problem/issue, however the device had been removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a low estimated remaining longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.